Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) (B)(6) 2019. The hcp reported the decubitus ulcer was first noticed on (B)(6) 2019. It was reported there was no device issue. Regarding the circumstances that led to the ulcer, the hcp stated there was a failure at the (B)(6) (nursing home) to properly maintain ulcer presentation. It was indicated the catheter was yet to be removed; however, it was also indicated the catheter was explanted in (B)(6) (2019). The decubitus ulcer had almost resolved at the time of the report, (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-sep-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain/other non-malignant pain. It was reported that a surgeon indicated that the patient acquired a decubitus ulcer on their back at a nursing facility. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient currently resides in a nursing home. Diagnostics/troubleshooting performed was noted as being not applicable. The surgeon removed the pump today and he would need to remove the catheter at a later date due to the nursing home not stopping patient blood thinners before surgery. The catheter remains in place at this time. The catheter was to be removed in a few weeks. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump was discarded by the healthcare provider. The pump would not be replaced in the future. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown. It was indicated that healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The date of the event regarding when the patient first started experiencing the decubitus ulcer was unknown. The company representative was also not aware of any other circumstances that led/contributed to the issue. It was noted that as far as the company representative was aware, the catheter had not been explanted. It was noted that no follow-up / information had been provided by the account/surgeon.